Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated they received critical pump error alarm with an open book image on the display and had crack. Customer heard insulin pump beeping and noticed moisture under screen, changed battery while on phone and got a pump error alarm then back to critical alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No pump error 4 occurred during testing. After further review, there was mold inside the internal battery connector, and signs of previous moisture presence on the back of the lcd screen. In addition to this, there was corrosion on the pins of the lcd connector located on electrical board. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the device where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.